Manufacturer narrative:
The ge service rep was unable to duplicate the reported problem. He removed and replaced the parts on the system. The system operates as intended.

Event description:
The customer reported that the collimator closed and image went black. There was no patient injury reported.